Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that the system intermittently would not turn on (no boot). This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.